Event description:
A ferno representative was contacted regarding an alleged w/c claim from a participant in a product demonstration training. The claimant is alleging he was holding the foot end of the cot with the trainer and the trainer allegedly "set down" the cot without warning and the claimant sustained a mid back injury. Medical intervention was sought. There was no patient involvement in the incident and there have been no reports or allegations of product malfunction. It has been confirmed the claim is currently being contested. No additional details regarding the incident or alleged injury have been provided. The serial number of the cot involved has also not been provided.